Event description:
It was reported that the health care professional (hcp) had called in to review the reports of this pacemaker device. Technical services (ts) stated that there was oversensing noted on the electrogram (egm). The device was programmed in vdd mode with unipolar atrial sense polarity. Additionally, there was a signal artifact monitor (sam) episode noted and minute ventilation (mv) sensor was disabled. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) had called in to review the reports of this pacemaker device. Technical services (ts) stated that there was oversensing noted on the electrogram (egm). The device was programmed in vdd mode with unipolar atrial sense polarity. Additionally, there was a signal artifact monitor (sam) episode noted and minute ventilation (mv) sensor was disabled. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.